Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, decreased battery longevity was observed. Abbott technical support was contacted and premature battery depletion was suspected. The device is anticipated to be explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion was not confirmed. Device image analysis indicated monthly current trends was normal and voltage has reached eri. Device image also showed that device was set to high field settings and auto-capture mode. When auto mode is enabled, the device adjusts output based on pacing requirement which may cause the estimated longevity to change. Longevity assessment was performed, and device was found to have exceeded the estimated longevity. Further electrical and mechanical analysis performed in nominal setting did not find any anomaly and battery was at eri level.